Event description:
Boston scientific received information that this latitude communicator power cord felt hot to the touch. The power brick and phone cord were returned, and replacements were sent out to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that there was a white substance covering the power brick. The cord for the power brick was kinked and missing some of the insulation. The phone cord had chew marks on it. The power brick failed the unloaded voltage check. The voltage reading was continually rising and there was a ringing heard coming from it. The power brick cord was deformed from heat and became extremely hot when plugged into an ac source for 20 minutes. The cord emitted a burning smell. The bricks green led light was not on while plugged into the ac source.